Event description:
Iabp pump malfunction, iabp was non-operational, no wave form, screen was black. The power plug was plugged into an appropriate power source, and the on/off switch was in the "on" position. FDA safety report ID# (B)(4).